Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device via an implantable pump infusing fentanyl. The indications for use was spinal pain indications. It was reported that it took 3-5 minutes to connect to their pump to request/receive a bolus. The patient stated when connecting, the telemetry 'always freezes at 90%.' The patient stated they timed their connection to the pump once and it took 49 seconds to connect to the pump and then 2 minutes to show the bolus was delivered successfully. The patient mentioned they do not bolus every day because it takes so long to connect so they just stopped doing that and use a heating pad when needed. The patient wanted to bolus on the call so the manufacturer's patient services specialist (pss) assisted patient in doing so, and patient was able to bolus successfully, but patient had a telemetry delay at 90% when connecting to the pump and again after tapping 'deliver bolus.' Pss reviewed telemetry considerations and the patient agreed to monitor.